Manufacturer narrative:
It was reported that a revision surgery was performed due to dislocation. Stem, head and acetabular liner removed. The affected complaint devices, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. No medical documents were received for investigation. Thus no thorough investigation could not be performed. Some potential causes could include but are not limited to traumatic injury, surgical technique or abnormal loading of limb. Review of the instructions for use and risk management files identified the reported failure as potential adverse events.

Event description:
It was reported that a revision surgery was performed due to dislocation. Stem, head and acetabular liner removed.